Event description:
It was reported that the 9800 system had filament and low ma error messages. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were cleaned and re-greased. The filament drive, snubber board, and x- ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.